Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. The receiver was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Functional testing was performed and failed the speaker test. Global communication tool tone at medium test was performed and failed. Manual try-it testing was performed and failed. The receiver was opened and an internal visual inspection was performed and failed due to moisture at the u19 audio codec. Speaker resistance was measured and was within specification. The allegation was confirmed. The probable cause was determined to be moisture damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.